Event description:
Information received from the field does not address the patient's clinical status but notes vvi reset and an erratic pacing rate. Pacer function was normal when a magnet was applied.